Manufacturer narrative:
Continuation of d10: evolutr-26-us transcatheter valve implanted: (B)(6) 2018; 4677 lead implanted: (B)(6) 2018; w4tr01 crtp implanted: (B)(6) 2023, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, which the episode appears to be false. It was noted that the patient reported discomfort due to the abandoned right ventricular (rv) lead. This was a known issue per the emergency room physician. The ra lead remains in use and the rv lead continues to be abandoned. No further patient complications have been reported as a result of this event.